Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. No inspection or repair information was provided to vantive. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the reported ultrafiltration event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration (uf) event occurred during hemodialysis therapy with an ak 96 machine. The patient was expected to undergo 2000ml uf over four hours, however after three hours of treatment the patient's weight showed that 2000ml uf had already been completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.